Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient called to tell them that the area where the battery was on his back had a hole and was seeping. It was unknown what factors could have led to the issue. The rep advised the patient to go to the emergency room and have the area assessed and to contact his managing physician as soon as possible. Additional information received from a healthcare professional and a manufacturer representative (rep). It was reported that the cause was unknown. Oral antibiotics were given by another hcp where the patient was seen. The hcp said that everything looked fine. The rep said that the patient was given an oral antibiotic and the site was closed and not red. The rep also said that the ins was overdischarged, but the patient did not bring their recharger with them to pull the device out of overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the ins was replaced but the rep was unable to perform a settings and impedance check prior to the battery exchange due to the ins being in overdischarge. It was noted the issue was resolved at the time of the report. No further complications were reported.